Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer freezes at startup. Cannot use pen to select any option, goes to white screen. The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event. It was noted an error was found in the programmer software update history. Analysis found the power bay assembly was broken. Screw was missing from the support plate of the hinges.

Event description:
The programmer was returned for service.